Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the hiatal hernia repair of a laparoscopic hiatal hernia repair with nissen fundoplication, the device was difficult to toggle, load and unload. The needle stuck within the tissue. The surgeon cut the suture and used a grasper to open the jaws of the instrument. The device was then replaced by another device. There was no patient injury.